Event description:
Distributor was notified that a resident was in a liko sling on the viking l lift. The cna's were moving the resident from the chair to her bed. The loops on the right side of the sling were not secured to the sling bar. Safety clip was under the sling strap. As the cna's were moving resident she started shaking causing the unsecured loop of the sling to come off the sling bar. Resident hit the post anterior back of her head on the cabinet/sink by the bed. Neurology check follow-up with vitals. No injury alleged.

Manufacturer narrative:
(B)(4). Local distributor visited the facility and found the lift to be in good working condition. He attempted to recreate the incident and it was determined that it was likely that the loops of the sling were not attached completely by the cna's to the right side of the sling bar prior to the transfer being initiated. Properly applied, sling loops will not come off the hook as described. Distributor instructed the facility staff on proper lift procedures.